Event description:
It was reported that a patient presented at clinic due to a noise event that occurred on the right ventricular (rv) lead as detected by remote monitoring. The noise was noted to lead to oversensing and cause pacing inhibition. The rv lead was subsequently removed and successfully replaced. Patient was stable.

Manufacturer narrative:
The reported event of noise was not confirmed. Final analysis found the helix to be retracted and clogged with blood/tissue. No anomalies found except for procedural damage.

Event description:
Additional information received indicated that the patient had inhibited high voltage therapy.